Event description:
The customer's blood glucose was tested twice with the dex meter and the resuls were 533 and 499 mg/dl. The customer's glucose was then tested using an assure meter and the result was 202 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.